Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc has a hole preventing treading.the following information was provided by the initial reporter: bd insyte autoguard 20 gauge IV¿s. We found in sdac a certain lot # that wouldn¿t allow you to advance the IV properly due to a ridge/hole that it not normally there in the catheter. Other IV¿s not in this lot # are fine.

Manufacturer narrative:
Investigation results: the photograph provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause as the top web label was only displayed. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported by customer that bd insyte auto guard 20-gauge IV¿s. We found in sdac a certain lot # that wouldn¿t allow you to advance the IV properly due to a ridge/hole that it not normally there in the catheter. Other IV¿s not in this lot # are fine.